Manufacturer narrative:
The calcium gen.2, sodium electrode, potassium electrode, and magnesium gen.2 lot numbers and expiration dates were not provided. A field service engineer (fse) replaced the wash area tubing and adjusted the flow. Calibration and qc were performed with the customer. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode, potassium electrode, calcium gen.2, and magnesium gen.2 results from the cobas 6000 c501 module. Results for 8 samples were provided. It was not specified if the samples were from separate patients. Sample 1's initial sodium result was 800 mmol/l, and the repeat result was 140 mmol/l. Sample 2's initial calcium result was 5.5 mg/dl, and the repeat result was 9.0 mg/dl. The following data was provided for sample 3 from (B)(6) 2026: potassium results from cobas a: 5.58 mmol/l, 5.70 mmol/l, 5.57 mmol/l, 5.70 mmol/l, and 5.61 mmol/l. Potassium results from cobas b: 4.41 mmol/l, 4.39 mmol/l, 4.40 mmol/l, 4.43 mmol/l, and 4.39 mmol/l. Magnesium results from cobas a: 2.19 mg/dl, 2.21 mg/dl, 2.16 mg/dl, 2.22 mg/dl, and 2.19 mg/dl. Magnesium results from cobas b: 1.91 mg/dl, 1.80 mg/dl, 1.80 mg/dl, 1.81 mg/dl, and 1.82 mg/dl. The following data was provided for sample 4 from (B)(6) 2026: the potassium result from cobas a was 4.38 mmol/l. The potassium result from cobas b was 3.94 mmol/l. Magnesium results from cobas a: 2.06 mg/dl and 2.04 mg/dl. Magnesium results from cobas b: 1.80 mg/dl and 1.77 mg/dl. The following data was provided for sample 5 from (B)(6) 2026: magnesium results from cobas a: 2.42 mg/dl, 2.41 mg/dl, 2.36 mg/dl, 2.37 mg/dl, and 2.40 mg/dl. Magnesium results from cobas b: 2.02 mg/dl, 2.06 mg/dl, 2.02 mg/dl, 2.01 mg/dl, and 2.05 mg/dl. The following data was provided for sample 6 from (B)(6) 2026: the sodium result from cobas a was 139 mmol/l. The sodium result from cobas b was 146 mmol/l. The following data was provided for sample 7 from (B)(6) 2026: the sodium result from cobas a was 137 mmol/l. The sodium result from cobas b was 146 mmol/l. The potassium results from cobas a: 4.50 mmol/l, 4.45 mmol/l, 4.46 mmol/l, 4.45 mmol/l, and 4.49 mmol/l. The potassium results from cobas b: 5.67 mmol/l, 5.72 mmol/l, 5.69 mmol/l, 5.71 mmol/l, and 5.67 mmol/l. The magnesium results from cobas a: 2.34 mg/dl, 2.36 mg/dl, 2.31 mg/dl, 2.33 mg/dl, and 2.34 mg/dl. The magnesium results from cobas b: 1.60 mg/dl, 1.60 mg/dl, 1.59 mg/dl, 1.58 mg/dl, and 1.65 mg/dl. The following data was provided for sample 8 on (B)(6) 2026. The initial sodium result was 145 mmol/l, and the repeat result was 130 mmol/l. It was not specified which analyzer the results provided for samples 1, 2, and 8 were from. It was not specified whether cobas a or cobas b applies to the c501 module serial number (B)(6); clarification has been requested.

Manufacturer narrative:
Clarification was received that the results from "cobas a" apply to the c501 module serial number (B)(6). The investigation is ongoing.